Event description:
It was reported that following an interventional treatment procedure to implant a drug-eluting taxus stent, the pt experienced chest pain. The physician had pre-dilated the in-stent restenosis in a bare metal stent in the circumflex artery. The taxus stent was successfully deployed with pressures of 10-12 atms. The angiographic result following the stent implantation was satisfactory and the pt was transferred to the coronary care unit on plavix. Approximately 6-7 hours later, the pt experienced chest pain and was taken for diagnostic angiograms which revealed the taxus stent was occluded with thrombus. The vessel was easily wired and a quantum balloon was inflated with a good result. Pt status is reported as "good" following the procedure.